Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 18, 2026, the user reported experiencing symptoms consistent with hypoglycemia, including cold sweats and chills, at approximately 12:10 am local time. At that time, the user stated that the sensor glucose (sg) reading was 95 mg/dl. The user did not confirm the event with a fingerstick blood glucose (bg) measurement at the time of symptom onset and did not seek medical treatment. The user reported resolving the symptoms independently by consuming something sweet. The user's healthcare provider was not aware of the event at the time of reporting, and the user was advised to follow up with their healthcare provider for further medical guidance.